Event description:
The intraoperative measurement of the atrial lead showed a normal impedance of 440 ohm. Pacing and sensing were ok (measured with era 3000). It is not clear whether impedance measurements were carried out intraoperatively after interrogating the pacemaker. The postoperative follow-up resulted in a measured impedance of >3,200 ohm. A surgical revision was performed. The impedance measured with the era was again at 440 ohm.

Manufacturer narrative:
Ous MDR: the pacemaker connection system was visually and geometrically examined. The dimensions of the connection system meet those prescribed by the international standards. The spring elements that contact the lead connections do not show any deformations. The lead fixation screws for the lead contact meet the specified dimensions and the tolerance standards, and they are free of damage of any kind. The clamping depth required to clamp an is-1 lead connector pin is reached with the lead fixation screws. The atrial channel mentioned in the complaint shows no anomalies. The device underwent a complete electrical incoming goods control and proved to be within all specifications. There are no pacing or sensing defects. There is definitely no electronic defect. In summary, the analysis results do not indicate any material or manufacturing defect. The pacemaker is within all specifications. It cannot be ruled out that there might have been a contacting problem on the side of the lead.